Event description:
User facility reported that following an uneventful novasure procedure the physician did a post hysteroscopy. He "visualized what appeared to be a piece of thread or wire thread approximately 3.5 millimeters long in the [uterine] cavity". Using "graspers" the thread was successfully removed from the cavity. During follow-up with the physician on (B) (6) 2009, he reported the patient did not need treatment following the removal of the material and she was discharged home. She is "doing fine" and has not needed to return to his office for follow-up.

Manufacturer narrative:
Device history record (DHR review was conducted for the identified lot umber and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. (B) (4).